Event description:
Additional information was received from a healthcare professional. It was reported that a manufacturer representative (rep) talked the patient's daughter through a group change over the phone. The patient was seen in the clinic for a reprogramming session with the rep. The cause of the undesired stimulation in the foot was determined to be that there was just too much stimulation in the foot. The undesired stimulation in the left foot had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient had stimulation in an undesired location. The patient had stimulation all the way down to the left foot and group d stimulation was supposed to be in the left knee. It was noted that this was a sudden change in therapy/symptoms. The consumer was able to turn on adaptivestim but the patient stated that she did not want to leave it on so the consumer turned adaptivestim back off. It was noted that ¿group 1¿ was to be used for right and ¿group 2¿ for left. The consumer turned stimulation on group b down to 1.50 volts which was comfortable for the patient. The consumer also decreased stimulation on ¿d group 1¿ from 3.50 volts to 2.60 volts which was comfortable. The patient was to follow-up with a healthcare professional and was redirected to a doctor regarding the adaptivestim direction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.